Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing as the device over infused there was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found out of specification; however, the device was found to under infuse during flow rate testing rather that the reported condition of failing flow testing by over infusing. The under infusion was found to be caused by pressure plates out of specification. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.